Event description:
A malfunction was reported with the pump displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, technical support arranged for a replacement pump and the customer will use mdi as a backup therapy to ensure uninterrupted insulin delivery.